Manufacturer narrative:
(B)(4) date sent: 4/17/2025 d4: batch # 970c70. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 2/3 and with some b-form staples on the reload. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 970c70, and no non-conformances were identified.

Event description:
It was reported that, during a thoracoscopic partial pneumonectomy, the jaws did not open after firing. The manual lever was use to release. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.